Event description:
A report was received that a portion of the closed suction system catheter was located in the bronchial tree of the patient and removed. At the time of the report, the patient had an infection of the right lung and was on a ventilator. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.